Event description:
During an anterior lumbar interbody fusion, the tip broke off the low profile u-joint driver. The surgeon removed the tip of the driver by drilling which delayed the procedure by one hour.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. This device is an instrument and is not implanted. Device has been received and is in the eval process. The mfg records were reviewed and no complaint related issues were found. Medical device correction initiated for labeling associated with technique and proper device usage.